Event description:
It was reported that during a ptca procedure on an acute mi pt, after several balloons were used to predilate the lesion, the tetra stent was successfully deployed in a mid lad lesion, however, the vessel had a no-flow phenomenon. There was no distal flow observed for 20 minutes prior to successfully opening the lumen with other balloons. Within two hours, however, the pt went into lvf failure followed by a respiratory arrest. The pt was resuscitated and kept on ventilator, a pacemaker, and anatropic drugs. The pt finally expired after 18 hours of ptca. Reportedly, there was no clear evidence of thrombus on fluoro and there was no distal dissection. A product failure was not reported and the relationship between device and pt outcome cannot be established. This MDR is being filed based on the pt's death.